Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of damaged connectors, the output connector assembly was broken. It was additionally noted that the upper and lower cases were also broken and that the encoder assembly and four knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) output ports were cracked. The epg was returned for repair. There was no patient involvement.